Event description:
During a follow up call on an unrelated issue on (B)(6) 2012, the caregiver (cg) reported that the home patient (hp) had peritonitis. The cg stated that the registered nurse (rn) was aware and that the hp was on antibiotics. On (B)(6) 2012 product surveillance spoke with the peritoneal dialysis nurse regarding the event of peritonitis. The nurse reported the date of peritonitis as (B)(6) 2012. The patient was hospitalized from (B)(6) 2012 through (B)(6) 2012 and treated with vancomycin (dose, frequency, and route not reported). Patient began peritoneal dialysis on an unknown date in 2011. The nurse confirmed the cause of the peritonitis was unknown and the patient has recovered from this event. The date of onset of this peritonitis episode is unknown.

Manufacturer narrative:
(B)(4). The root cause was not identified. A review of all batch record documents was performed on h11k01037 with no issues noted during the manufacturing process. This complaint for peritonitis-no malfunction or use error was not confirmed and the cause was not identified because a sample was not returned to baxter.

Manufacturer narrative:
(B)(4). This is report 2 of 2 for this peritonitis event. The sample is not available. A follow up report will be submitted if additional information becomes available.